Event description:
On (B)(6) 2015 a review of the programming history database was performed. A computer software error event was seen on a model 102 device. On (B)(6) 2012 the device was programmed to intended settings. The next recorded visit was on (B)(6) 2014 (day of replacement) and the device was interrogated and settings were indicative of "faulted" diagnostics. There is approximately 2 years of programming history that is not available, at this time it is unknown when the "fault" occurred and what handheld and software were used.